Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing it was noted that the device door roller pin was broken. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device was broken. No additional information was provided; however, it was reported there was no patient involvement. This does not indicate a reportable malfunction. However, during testing at the user facility, it was noted that the device door roller pin was broken. There were no reports of any adverse patient events or delays in critical therapies while the device wa sin clinical use. No additional information was provided.